Event description:
MFR rec'd a report that the seat post on the wheelchair failed. User did not report any injuries. Prior to the incident, it was discovered that the base frame on the wheelchair had a crack in it and a new base frame was ordered and user told not to use the wheelchair until it was repaired. User continued to use the wheelchair against this advice. MFR inspected the wheelchair and determined that when the wheelchair is brought out of tilt, the legrests hit the ground and the tilt continues to come down, which results in undue stress on the seat post. The dealer modified the chair to lower the seat to floor height, which likely contributed to the footplates digging into the ground.

Manufacturer narrative:
Eval summary: MFR inspected the wheelchair and determined that the footplates drive into the ground when the user takes the wheelchair out of tilt, causing significant stress on the seat post. The bottom of the footplates was badly scraped. The wheelchair is over 4 yrs old and exhibits signs of hard use. The dealer lowered the seat to floor height of the wheelchair, which contributed to the footplates digging into the ground. MFR replaced the wheelchair and user is satisfied.